Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the or3o dual mobility trial liner 44/56 was found to be broken. As this was noticed upon field inspection, there was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the or3o dual mobility trial liner 44/56 was found to be broken. As this was noticed upon field inspection, there was no patient involvement.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is damaged ,broken and has excessive wear and tear rendering the device inoperative. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An assessment of historical escalated cases concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.